Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Spline a had internal material exposed both at the base of the spline proximal to the irrigation and a small hole under electrode 2. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture remains unknown.

Event description:
This report is to advise of a fracture exposing internal components found on the catheter during analysis.